Event description:
Reportedly, the surgeon fired the stapler and the tissue was then resected. After resection, there appeared to be no staples applied. The case had to be extended almost 1 1/2 hours to correct the tissue which required reapplication of another stapler. And there was an unspecified amount of additional unanticipated tissue loss. The ultimate patient outcome was positive according to or staff. Procedure: bowel resection.